Manufacturer narrative:
The ge svc rep conducted an onsite investigation. The monitor and the camera were replaced. The system was tested and operates as intended.

Event description:
The customer reported that the system experienced limited motion. No pt injury was reported.